Event description:
Caller reported damage to pump housing at the usb port, impacting their ability to charge the pump, though it did not cause a shutdown. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by sending a replacement pump with updated software, providing necessary instructions and training through the tandem source account, and arranging for the return of the damaged pump.